Manufacturer narrative:
A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed sample clogging errors on the analyzer's sample printouts. Fse was able to reproduce the sample clogging errors by running the unclotted samples. Fse found clog/debris in sample nozzle and resolved the issue by flushing the clogged nozzle. Fse successfully completed a quality control run within acceptable ranges, without errors. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2070] clogging detected during specimen suction by main arm cause: the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag). Solution: verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube and retry the measurement. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to clogged syringe.

Event description:
A customer reported getting error message "2070 clogging detected during specimen suction by main arm" on the aia-2000 analyzer. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth), luteinizing hormone (lhii) and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.